Event description:
It was reported the patient experienced a fading sensation regarding therapeutic effect. The patient had loss of bladder and bowel control. The patient was having leaking issues with both. The symptoms began a few months prior to report. The patient also had a continuous bladder infection since (B)(6) of 2012. The location of the patient's symptoms was in the perineum area of the body. The patient's device was implanted for urinary and bowel control as well as nerve and muscle conduction. It was stated that the patient had an issue with her implantable neurostimulator (ins) sticking out from her pocket site. The ins did not lay flat. This happened a while ago. The ins had helped with her issues until the prior few months. The patient would increase stimulation only to feel a temporary increase in stimulation before it fades away to feeling no stimulation at all. It was noted there was no known accident or incident related to the symptoms. It was stated by the patient she had "12 leads instead of 6." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7435, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type programmer, patient; product ID 3889-33, lot# v093458, serial#, implanted: 2009 (B)(6), explanted: product type lead; product ID 3889-28, lot# v189565, serial#, implanted: 2009 (B)(6), explanted: product type lead; product ID 3095-10, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type extension; product ID 3095-10, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type extension. (B)(4).